Manufacturer narrative:
Date of event is estimated.

Event description:
The customer complains about a problem with aqure. According to the complaint the customer made some tests based on a problem they have with a not radiometer device (lumiradx). Once by scanning a patient test ID the customer received information from another patient test ID. Scenario outlined: a) query from analyzer for patient 1234 b) query fails c) query for patient abcd d) analyzer receives information for patient 1234 immediately after the incident the query functionality was disabled, hence preventing further incidents.

Manufacturer narrative:
The final radiometer investigation has not been able to figure out , where the problem occurs, the device side or the aqure side, because no logs or screenshot have been received and the customer has disabled the function with the mpi query (master patient index). However, an upgrade to aqure version 2.6.0 has been made and it is now working as expected.

Manufacturer narrative:
Corrected data: d4: us UDI number added.

Manufacturer narrative:
There are currently no users in USA using the lumiradx connected to aqure, thus there is no risk for patient mix-up to occur in the USA. A recall (915-424) has been initiated in order to remove the affected lumiradx driver from all aqure installations in the USA in order to prevent the error to occur in the future if any aqure customers begin using aqure together with lumiradx.

Manufacturer narrative:
Radiometer investigation of received data logs has identified that the incident occurred due to a software error in the driver connected to the lumiradx device (non radiometer device) which was keeping the mpi query response messages in queue. This can cause this response message fail to deliver to the device.